Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2001, product type: catheter. Product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (1000 mcg/ml at 104 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that a few days after a pump replacement surgery the patient started experiencing withdrawal. It was noted that on (B)(6) 2019 the baclofen was removed from the pump and the patient was provided oral baclofen which they responded well to. A catheter access port (cap) study was performed and the dye was seen at the tip of the catheter. It was noted that the dye study was performed at a 1ml per 2 second but the recommended rate was 1 ml per minute. The pump logs were checked and everything looked fine. The hcp filled the pump with dye in order to see if everything was connected and at the time of this report the dye was still running through the pump tubing. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump ((B)(4)) found no anomalies. The device passed all testing in the laboratory. Analysis of the catheter ((B)(4)) found no anomalies on microscopic inspection, the catheter was patent, and passed all pressure leak testing. The catheter was returned in segments. Analysis of the catheter ((B)(4)) found no anomalies on microscopic inspection, the catheter was patent, and passed pressure leaking testing. The catheter was returned in segments. Analysis of the catheter ((B)(4)) found no anomalies, the device passed all testing in the laboratory. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2019, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that a indium study was performed with negative results. It was reported that the patient continued to have withdrawal symptoms and the entire system was replaced. It was noted that the surgeon wondered if the patient may have gained tolerance or been affected by the low concentration/high flow rate of the medication in the system. No further complications have been reported as a result of this event.